Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced that infusion set was not fully inserted and the steel needle was bent when removed event on (B)(6) 2025. The patient had forgotten to remove the cannula guard before insertion. The blood glucose level was 401 mg/dl at the time of the event. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.